Event description:
Patient reported infusion device beeping continuously and displaying "77" and "3.0". He indicated the power pack had been in use for one to one and one half weeks prior to the incident. Pt replaced the power pack and the infusion device functioned properly. He did not report any physiological effects assoicated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.